Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to the damage to the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The events can be detected and prevented in accordance with the following section of the instructions for instructions for use: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited abnormal image color tone (image was only magenta or green) due to damage to the imaging unit and the video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.